Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable.

Event description:
The customer reported the system is mixing up pt data and sometimes cannot be located. No pt injury was reported.